Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that transition dilator to sheath is not smooth enough. Difficulties to introduce in femoral vein and to cross the septum. No patient complications have been reported. The product return status is unknown.